Event description:
The clinic reported that system swithced off and would not switch back on during procedure. It seems that system had no power. User was not able to re-start the system and continue with surgery. A second system was used to complete the procedure. There was a delay of 10 minutes due to the system issue. Account reported that patient expected outcome is as normal.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at this time has been submitted.

Manufacturer narrative:
(B)(4): device evaluated by manufacturer had ¿not returned to manufacturer¿ checked in error. The device was evaluated. (B)(4). In initial and follow up 1, device manufacturer date was not added. Device manufacturer date is 6/4/2010. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Manufacturing year is 2010. Field service specialist visited the account and checked the system. He replaced the power supply and returned system to the customer. All pertinent information available to abbott medical optics has been submitted. Placeholder.